Event description:
Procedure: lap hernia repair. According to the reporter: the reduced gasket kept coming out and the insulation cracked on the device. There was no unintended colostomy, formal laparotomy, re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).